Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation of the patient's pacemaker showed a battery longevity discrepancy due to overestimation. No changes were made. There were no patient consequences throughout.